Event description:
It was reported by service report that the side rail could not be latched in the raised position. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.